Event description:
Reported conflicting sars results for 1 consumer. It is unknown if the consumer was symptomatic. It was communicated that the consumer obtained 1 positive result and 1 negative result with quickvue otc testing. No mention of confirmatory testing being completed.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: email.